Event description:
Company received & report from the hospital's purchasing department that the unit did not provide an audio tone. Subsequent follow-up with director of nursing confirmed that there was no patient harm.